Event description:
Bd alaris pump infusion set/primary IV tubing fell apart in nurses hands when she was priming with saline, no patient was involved. Happened to another nurse on same unit 2 more times and all of the stock of this manufacture date removed from supply area. Ref reports: mw5174287, mw5174288. Pt code: 4582. Device code: 2588, 2978.